Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user was unable to log in to the server and scheduled reports were not printing. A technical support specialist (tss) remotely accessing the server and verifying that services were running as expected. The tss identified that the service account lacked interactive login permissions, coordinated with the hospital information technology team to address account restrictions, and monitored updates related to account access. After the service account password was updated, the customer confirmed that reporting functionality was restored and the case was closed. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to log in to the es server, and scheduled reports were not printing. The customer reported that an error message stating, "error occurred while processing your request," was displayed when attempting to log in to the es server. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.